Event description:
Intermittent initialization errors were reported. Loss of calibration of the touchscreen was observed despite several recalibration operations performed since 1 month that had failed again. Consequently, the physicians were sometimes neither able to program parameters nor to perform tests after the interrogations. Preliminary analysis confirmed a loss of the touch screen calibration of the programmer that could be related to mechanical and/or electrical root causes. The subject programmer was returned for repair.

Event description:
Intermittent initialization errors were reported. Loss of calibration of the touchscreen was observed despite several recalibration operations performed since 1 month that had failed again. Consequently, the physicians were sometimes neither able to program parameters nor to perform tests after the interrogations. Preliminary analysis confirmed a loss of the touch screen calibration of the programmer that could be related to mechanical and/or electrical root causes. The subject programmer was returned for repair.